Manufacturer narrative:
Cmp-(B)(4). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to implant defect and pain. Attempt for further information has been made, but no further information has been provided.